Event description:
Boston scientific received information that this brady lead was not successfully implanted. The lead got stuck on something inside the atrium and the physician could not loosen the lead to position. This brady lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.